Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. Additionally, loss of capture (loc) was suspected on the left ventricular (lv) lea. Technical services (ts) reviewed and provided troubleshooting options. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.